Manufacturer narrative:
Device received with blank display due to corroded battery tube and corroded battery tube springs.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was no longer turning on. The customer¿s blood glucose level was 153 mg/dl. Customer states display did not return. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.